Manufacturer narrative:
This is a duplicate report. All information was previously reported in MFR report number 2518422-2023-27465.

Manufacturer narrative:
Although this device did not receive a complaint of foam degradation, this device is included in the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. H3 other text : evaluation performed by third party service center.

Event description:
The device was returned to a third-party service center for service. There was no harm or injury report. During the evaluation of the device at the third-party service center, an issue was identified during the disassembly process with a burnt humidifier base cable. The device was sent for further investigation to the product investigation lab.